Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump had frozen display. Customer installed new batteries and monitored the insulin pump for 2 hours and frozen display reoccurred. No harm requiring medical intervention was reported. The customer will continue to use the device.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit download was successful using thus software. After multiple new batteries and battery caps the unit gave an unexpected blank display. Proceeded with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement and active current measurement due to blank display. During adapt history review, pump error 53 was noted twice on 04/12/2022 at 03:57:33 and at 03:57:47. (File/line number : 2005/5632) per software engineering log, pump error 53 is triggered when pump attempts to re-initialize/establish communication to the rf chip. Proceeded by cutting the unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determined that the ingress of moisture penetrating on electronic assemblies, motor assembly and force sensor flex connector on gold traces had led to corrosion. Unable to confirm frozen screen due to blank display. Unit also received with cracked case-corner of belt clip rails, cracked case on battery side, battery tube threads - cracked, stained keypad overlay, pillowing keypad overlay, scratched case and missing display window/cover, in conclusion, the unit came in with blank display due to corroded electronic assemblies. Unable to confirm patients' concern of frozen screen due to blank display. Pump error 53 was also found in adapt, triggered when pump attempts to re-initialize/establish communication to the rf chip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit download was successful using thus software. After multiple new batteries and battery caps the unit gave an unexpected blank display. Proceeded with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement and active current measurement due to blank display. During adapt history review, pump error 53 was noted twice on (B)(6) 2022 at 03:57:33 and at 03:57:47. (File/line number : 2005/5632) per software engineering log, pump error 53 is triggered when pump attempts to re-initialize/establish communication to the rf chip. Proceeded by cutting the unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determined that the ingress of moisture penetrating on electronic assemblies, motor assembly and force sensor flex connector on gold traces had led to corrosion. Unable to confirm frozen screen due to blank display. Unit also received with cracked case-corner of belt clip rails, cracked case on battery side, battery tube threads - cracked, stained keypad overlay, pillowing keypad overlay, scratched case and missing display window/cover. In conclusion, the unit came in with blank display due to corroded electronic assemblies. Unable to confirm patients' concern of frozen screen due to blank display. Pump error 53 was also found in adapt, triggered when pump attempts to re-initialize/establish communication to the rf chip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.